Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, customer changed the wall outlet and pump began charging. Subsequently, the battery gauge was noted to be fluctuating. There was no reported impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.